Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Aortic neck dilatation and disease progression. Conclusion: aortic neck dilatation and disease progression.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. There have been no complications since the time of implant. It was reported that the patient had been lost to follow-up and presented emergently at the hospital approximately three weeks ago. The suprarenal aorta had grown resulting in device migration with a type I endoleak present. The decision was made to explant the stent grafts. A convention tube graft was successfully implanted. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.